Event description:
Malfunction: bed problem; computer software problem. The system operator reported that the bed stuck, would not move. She also reported that the laser froze, after treatment data transfer. Both events occurred prior to surgery starting. The system was rebooted and the power was reset to resolve the events. All procedures were completed uneventfully. The surgeon stated no patients were impacted as a result of this event.

Manufacturer narrative:
Determination of root cause: assessment: while onsite, the territory manager (tm) was unable to confirm the site's complaint, as he was unable to reproduce problem. The tm tested all axis and limit switches, but was unable to reproduce the reported problem. He also completed a successful system verification to specifications. Manufacturing investigation was not performed as no parts were replaced. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).